Event description:
The trama ICU clinical specialist reported the pt was undergoing a chest x-ray. Both the nurse and the technician were being very careful not to pull on the icp catheter. The inner catheter slipped out of the pt's head. The bolt remained in the pt's head. The ICU clinical specialist reported she could not confirm if the compression ring was secured tight enough onto the bolt. The catheter had only been in use for 3 to 6 hours. The bolt was removed from the pt.